Event description:
It was reported that during preparation for a vena cava filter treatment procedure, packaging damage was noted. A 12f jugular titanium greenfield vena cava filter was selected. Upon opening and examining the sterile bag, a hole was noted. The hole was larger than a pinhole and had the appearance of being "snagged" on something. The device did not come in contact with the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: on visual inspection it was noted that the sterile package was torn and the sterility was compromised. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a vena cava filter treatment procedure, packaging damage was noted. A 12f jugular titanium greenfield vena cava filter was selected. Upon opening and examining the sterile bag, a hole was noted. The hole was larger than a pinhole and had the appearance of being "snagged" on something. The device did not come in contact with the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.